Manufacturer narrative:
Model #: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The device evaluation is in progress. A supplemental report will be submitted upon evaluation completion.

Event description:
Edwards received notification that a 27 mm aortic valve was explanted due to damaged leaflet leading to aortic regurgitation after an implant duration of approx 10 years and 6 months. Indication for this avr was acute aortic regurgitation with left ventricular dysfunction and heart failure secondary to the failure of this bioprosthetic valve. The explanted valve was replaced with a non-edwards valve. The patient was discharged home.

Manufacturer narrative:
Evaluation summary: leaflet 1 had a 4mm tear near commissure 1, and a 5mm tear near commissure 2. Leaflet 2 had a 3mm tear near commissure 2. Leaflet 3 had a 4mm tear near commissure 1. Thickened and swollen tissue was observed on leaflet 1 near commissure 1, and on leaflet 3 near commissures 1 and 3. X-ray demonstrated moderate calcification on leaflet 2, wireform intact, and commissure 1 bent. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 on both the inflow and outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. The sewing ring was cut at multiple locations around the valve circumference, and the wireform was exposed near commissure 1 at the inflow aspect. Customer report of regurgitation was visually confirmed due to torn leaflets. Calcification and host tissue restricted leaflet mobility and led to stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the leaflet tears, calcification, and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.